Event description:
Patient presented with an infection at their electrode site. Design history record review for the lead was performed. The lead was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.

Manufacturer narrative:
B2 outcomes attributed to adverse event; corrected data: initial report inadvertently left blank.